Event description:
It was initially reported in the article titled "vagal nerve stimulator infection: a lead-salvage protocol" that there 6 patients that had infections after being implanted with vns. Follow-up with the physician indicated that he would not be providing any additional information. He was not willing to go back through the data to determine who the patients were and felt that all adverse events would have already been reported this medical device reporting (MDR) report is for patient 2. The infection occurred after the patient's initial implant. The patient presented 2 weeks post-operative with erythema, edema and tenderness at the generator incision site. Cultures were taken and showed (B)(6). The lead salvage procedure was not attempted as the primary surgeon was not available.

Manufacturer narrative:
(B)(4).